Event description:
It was reported that the patient had two pedicular screws that were broken sometime post-op. A revision surgery was performed. The patient was reported to be doing well after the revision.

Manufacturer narrative:
(B) (4): the part number and lot number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are as follows: part number 7576545, lot number w07g1546. Part number 7576550, lot number w07c4266. Part number 7576545, lot number w07c265. A review of the device history records for these devices did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Evaluation of the returned devices is in process. Films of applicable imaging studies were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definite cause of the reported event.